Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed based on sales history and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. The IFU provided with this kit instructs the user, " if resistance is encountered when attempting to remove spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel. In this circumstance, pulling back on the spring-wire guide may result in undue force being applied resulting in spring wire guide breakage. If resistance is encountered, withdraw catheter relative to spring-wire guide about 2-3 cm and attempt to remove spring-wire guide. Other remarks: if resistance is again encountered remove spring-wire guide and catheter simultaneously. " corrective action is not required at this time as the probable cause could not be determined based upon the information provided and without a sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the swg (spring wire guide) was stuck inside the extension line and still in patient. Additional information received indicating the swg was completely removed. No medical intervention required and patient was discharged.